Event description:
It was reported to boston scientific corporation in 2008 that approximately 3 months ago, a prefyx pre-pubic sling was implanted on a patient (weight is unknown). On the same day, the patient reported to her physician of feeling a wire ridge under the urethra and having dyspareunia. The physician reported an erosion of the sling. The physician excised the mesh and then closed the incision. The patient was seen in follow up the following week and reported as "recovering nicely."

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacture date and expiration date is unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A ship history review was conducted and determined the last 3 lots shipped to the customer before the estimated procedure date were 11077158, 9727647, and 9665587. A DHR review was conducted on each of the 3 lots; there were no issues noted associated with the complaint. A lot history search was performed on each of the 3 lots from the ship history search. No similar complaints were reported. The mar 2008 pre-pubic sling product family trending chart was reviewed; the product family does not show an unfavorable trend.